Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the distributor and confirmed that the sureform 45 stapler instrument was inspected prior to use and there was no damage or anything out of the ordinary found. The customer clarified that the procedure had started with the sureform 45 stapler with lot # t10220707-0239, then continued with the sureform 45 stapler with lot # t10220707 0244 and was completed with a third-party instrument. The customer clarified that the procedure was not converted to laparoscopic surgery but was completed robotically with a laparoscopic instrument. The sureform 45 stapler didn't work at all with the second reload and only the first fire was done. There were no issues delivering staples and the sureform 45 stapler was not stuck on tissue. When the event occurred, the customer was stapling the rectum using a green reload because it is the standard reload used on rectum tissue. The rectum tissue being worked on was not calcified and there was no tissue tension or tissue bunching during the event. The reload was not available for return. No images or patient demographics available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform (B)(4) 45 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint through the error logs. The error indicated a potential high friction with motion. Logs showed the instrument had one successful fire and then 10 consecutive engagement failures where the instrument could not be used. No further functional testing could be conducted due to the damaged condition the instrument was returned to isi. The complaint was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue. Additional observation not reported by customer was thermal damage on the chassis and backend of instrument. Stapler could not be installed on system properly resulting in recognition failures. Chassis was found warped and distorted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting, the sureform 45 stapler jaws were stuck after insertion. An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the stapler logs for the sureform 45 stapler associated with this event has been performed, by an isi failure analysis engineer (fae). The following additional information was provided: the logs show sureform 45 stapler (part# :480445-04,lot#: t10220707-0239) was installed on the system 11 times. And only engaged successfully on the first install attempt. The instrument fired one green reload on this install. The first clamp was incomplete, stopping at about 66% completion after a clamp hold time of 21 seconds. The second clamp attempt was successful, and the firing was completed with no pauses for compression. On the next 10 installs, the instrument failed to engage with the system. The master supervisory controller (msc) logs showed 10 instances of error code 22020. With parameters of the errors indicating that the roll axis hardstop check failed in each instance. There were no incomplete unclamps or firing failures for this instrument. There were no additional errors related to this stapler in the msc logs. Images and video clips associated with this reported event were not submitted for review. This complaint is being reported, based on the following conclusion: it was reported, that the instrument's jaws were stuck after insertion of the second reload. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown, what caused the unclamping event to occur. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported, that during a da vinci-assisted low anterior resection (lar) surgical procedure. The sureform 45 stapler jaws were stuck after insertion of the second reload. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer clarified, that two different sureform 45 staplers used during the procedure.